Manufacturer narrative:
Investigation summary: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Two (2) samples were received. One (1) sample was unopened and the other sample blister pack had been opened. Both samples had part of the thumb press on the plunger rod broken off. The sample blister pack which was unopened has the broken parts of the thumb press in the package which indicates that the damage occurred after the packaging was sealed. As the other package had been opened it cannot be determined when the thumb press was damaged and broken. Bd acknowledges that both the returned samples have plunger rod which have the thumb press damaged with a piece broken off. As these two (2) incidents would not exceed the acceptable quality limit (aql), of 0.010 for defects affecting the function, for the batch no corrective or preventative action will be taken.

Event description:
It was reported that two bd¿ syringe ll tip had broken plungers. Customer¿s verbatim: ¿ broken plunger. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd¿ syringe ll tip had broken plungers. Customer¿s verbatim: ¿broken plunger."